Manufacturer narrative:
Investigation: customer returned (16) used 32gx4mm bd pen needles from lot# 9134782, and 10 pen needles not manufactured by bd. The customer reported 20 bad needles that won't let insulin through. All 16 returned bd pen needles were examined, and it was observed that 12 exhibited a bent non-patient end (npe) cannula, and 4 exhibited a broken npe cannula. No evidence of manufacturing defect was observed on the returned pen needles. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 16 bd samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 20 bd ultra-fine¿ nano insulin pen needles were clogged during use and wouldn't deliver insulin. The following information was provided by the initial reporter: "20 bad needles that won't let insulin through".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications h3 other text : see h10.

Event description:
It was reported that 20 bd ultra-fine¿ nano insulin pen needles were clogged during use and wouldn't deliver insulin. The following information was provided by the initial reporter: "20 bad needles that won't let insulin through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine¿ nano insulin pen needles were clogged during use and wouldn't deliver insulin. The following information was provided by the initial reporter: "20 bad needles that won't let insulin through."